Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 488 mg/dl. Customer's other blood glucose value was 333 mg/dl. The customer was treated with insulin pump. Customer stated that the insulin pump had insulin flow block alarm. The device will be returned for analysis.

Manufacturer narrative:
Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarm noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).